Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer current blood glucose level was 449 mg/dl. Customer was not reporting any symptoms related high blood glucose. Troubleshooting was not performed for high blood glucose level. Customer was not using auto mode. The insulin pump will not be returned for analysis.